Event description:
Customer reportedly obtained results of 16.2 mmol/l, 8.2 mmol/l, and 5.9 mmol/l on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system for evaluation.